Event description:
A patient's family member reported that pt's meter would not turn on. Pt was feeling lethargic. Pt was given honey, ensure and orange juice. Yet, pt continued to go back to sleep. This issue was not resolved with troubleshooting. This case is reported as a malfunction because it is unknown how long the meter was not turning on and there is not enough information to conclude that the power issue of the meter contributed to pt being lethargic. Medical affairs specialist was unable to contact the family member to obtain more information. No further information has been reported.